Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unusual issue - meter took a long time to turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 (10/22/2014), device evaluation: the patient's products were returned to lifescan on 09/18/2014 and evaluated by lifescan product analysis on 10/18/2014 with the following results: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.